Manufacturer narrative:
. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the intraocular lens (iol) was implanted into the patient¿s eye. Following implantation, the surgeon observed the presence of a piece of foreign material within the eye. As a result, both the foreign material and the iol were explanted. It was further reported that, during the procedure, the iol injector plunger rod was observed to be deformed and did not advance in a straight manner during use. This issue reportedly resulted in damage to the cartridge tip. The lot and serial numbers of the injector handpiece and cartridge were not available. Subsequently, the sales representative was contacted and arrived on-site to inspect the available iol injector handpieces. Upon inspection, the sales representative confirmed that all inspected injector handpieces exhibited a deformed plunger rod condition. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review, following field were updated: h6 adverse event problem: device code(s): updated from '1120 - contamination' to '1261 - material fragmentation'. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.